Event description:
The patient reported that during rewind, load, and prime the pump would not seem to power on. The patient reported that the pump was chirping and beeping but the screen would not turn on. The patient confirmed that the battery cap was not loose, there was no trauma to the pump, and the pump was not exposed to water.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/23/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4)2013 with the following findings: there was no history from the time of the event due to continued patient use. The black box data for the available date range showed no evidence of power interruptions. The battery cap was not returned with the pump for investigation. No damage was observed to the pump battery compartment. A test cap was inserted and the cap was able to secure appropriately. The pump powered on normally and was exercised for 24 hours without power interruptions. The pump cover was removed and the no damage or defects were observed inside the pump.